Event description:
Radiologist was trying to reinflate the balloon into a different spot within the uterus and they deflated and moved it a little further and then reinflated and that is when we noticed the contrast was leaking all out and the balloon was not holding contrast.